Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. No battery out limit alarm was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer had run through a rainstorm at school. The customer's blood glucose was 100 mg/dl. The customer removed and reinserted the battery, but the anomaly persisted, and the insulin pump alarmed battery out limit. Troubleshooting was unable to be performed and the alarm history was unable to be checked due to the unresponsive buttons. The discontinuation of the device was advised. Nothing further was reported.